Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found that the lh780 was reporting high rbc and plt. The issue was solve by replacing 6 channel cbc pre- amp and re-routing of pinch valve tubing. Patient information not provided by the customer. Bec internal identifier - (B)(4).

Event description:
The customer reported intermittent high red blood cells (rbc) and platelet (plt) results from a coulter lh 780 hematology analyzer. The customer indicated that the samples were re-run on a backup instrument. The customer did not report erroneous patient results outside the laboratory. There was no report of change or effect to patient treatment in connection with the reported event.

Manufacturer narrative:
Follow up 1: on 07-mar-2019 additional clarification was provided regarding the failure mode of this event. The field service engineer (fse) confirmed that the failed component was the 6 channel cbc pre-amp. The re-routing of the pinch valves was done as a preventive measure. Bec internal identifier: (B)(4).